Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to respond. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original keypad complaint, the display screen was found to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue. Failures are due to accelerated aging of the organic material used by the oled display manufacturer. Organic material aging is the result of the cumulative effects from time, temperature and moisture. Also unrelated to the original complaint, the audio bolus button cover had a hole in it and the battery compartment was found to have several cracks at the threads. There was visual evidence of corrosion inside the battery compartment. The pump was opened for investigation and did not reveal any evidence of corrosion or contamination of the internal pump components.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the ok, up arrow and down arrow buttons were intermittently unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.